Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The lesion was located in the moderately to heavily calcified circumflex artery. The taxus express2 2.75x20mm drug eluting stent was deployed to 14 atm's with a midwaist. The balloon was completely deflated, but was difficult to remove from the stent. Multiple inflations to 14 atm's were performed and the guide catheter was deep seated. The balloon was removed after about five minutes. No patient complications occurred. Patient status is satisfactory.